Event description:
Information was received from the (B)(6) male patient receiving intrathecal fentanyl at 1600mcg/day (concentration asked; unknown) via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications were listed as zetia, neurontin, and roxicodone. The past medical history was reported as post lumbar laminectomy syndrome , degenerative disc of the lumbar or lumbosacral, displacement of lumbar disc without myelopathy, lumbosacral spondylosis without myelopathy, and insomnia. The patient had an allergy to dilaudid. It was reported that starting approximately (B)(6) 2016, the patient felt like sometimes he was getting nothing and sometimes he felt like he was getting too much medication. The patient had contacted the manufacturing representative last week and told her all about the issues, but the patient was directed to patient services. The health care provider (hcp) indicated that the patient had a follow-up appointment for medical pain management on (B)(6) 2016, where the patient was stable with no new complaints. There were no adverse side effects with current medication for symptom management. The physical exam indicated that the patient was alert and oriented; speech goal was directed and fluent; extremities had no edema, cyanosis, or discoloration; and ambulation was antalgic with cane. The hcp renewed the roxicodone for as needed usage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.